Event description:
This ra lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2013. Due to an unknown reason. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).